Event description:
It has been reported to philips that geo ipc error was appeared on the system. The machine could not control the movement. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site and it was identified that communication with the geo ipc was lost so it did not start up.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the geo ipc didn't start. The rse further examined the system and confirmed that the geometry movements were not available, and the communication with geometry ipc was lost. The rse advised the customer to get onsite service repair. The customer rejected further actions and service provide by philips and opted for a third party engineer to repair the device onsite. The system was handed over to the customer and no further actions were performed by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.